Event description:
Customer reported a failure of non-delivery. Customer reported there were no patient injuries or medical intervention associated with this report. Customer stated incident occurred during patient infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.

Manufacturer narrative:
Evaluation summary: the device was evaluated at a baxter product analysis lab using the original clear link IV set used by the customer at the time of the incident as well as an unused IV set. The customer's reported condition of underinfusion/nondelivery was not confirmed and could not be duplicated. Inspection of the device revealed the device was functioning within specification.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05, 2007. The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.